Event description:
A customer reported during a procedure, the touchscreen of a retinal sys was having problems and was leaking balance salt solution. The case was cancelled. There was no pt harm. Add'l info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).